Event description:
It was reported that during an unspecified neuro surgery, it was observed that there was a cut in the hose of the motor device. There were no delays to the surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device serial number was not provided, therefore the date of manufacture could not be found. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.